Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: a review of the black box showed evidence of a load step malfunction with a no delivery, no prime, cartridge not detected alarm. The battery compartment and cap were undamaged and were able to fit. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module and other internal components. The load step malfunction complaint was unable to be investigated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.